Event description:
It was reported, the deflectable videoscope experienced scope communication error b30. The issue occurred during preparation for use in an unspecified procedure. The procedure was completed using another similar device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. After checking the device, the phenomenon pointed out, "b30", did not occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that mechanical stress was accumulated to the electric component inside charged coupled device (ccd) and charged coupled device (ccd) cable, and they were destroyed due to stress repeated use and excessively bend when handling the device such as bending beyond angulation operation on the cause, which caused temporal contact failure. However, it was difficult to analyze the cause of the event any further nor specify the cause of the event. Moreover, as an example, since the charged coupled device (ccd) cable was twisted and the line of the built-in components were disordered, more stress of tension was applied to the charged coupled device (ccd) cable by blocking the line and movement of the components including the charged coupled device (ccd) cable when using the device repeatedly including angulation operation. Thus, temporal contact failure has occurred at the cable itself or electric circuit of the image sensor unit at distal end. The event can be detected/prevented by following the instructions for use which state: "the operation manual warns in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.